Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was received for analysis. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed numerous kinks in the distal shaft and tip damage (tip split/torn and misshapen). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a portion of the tip of the device was peeled off during the procedure. A guidezilla¿ ii long guide extension catheter was selected for a percutaneous coronary intervention in the right coronary artery. The device was inserted into the guide catheter. Then a stent was advanced through the device and the physician attempted to place it in the lesion, but due to severe resistance within the lesion it was unable to cross. When initially attempting to retract the stent back into the device resistance was felt at the tip of the device, but it was then successfully removed from the device. Once the stent was outside of the patient's body, it was noted that an object, which was suspected to be a peeled off portion of the guidezilla"s tip, was found to be stuck in the strut in the mid portion of the stent. The use of the stent was discontinued and it was replaced with another stent to complete the procedure. The complaint device was used to complete the procedure successfully. No patient injury or complications occurred.